Manufacturer narrative:
(B)(4).

Event description:
Procedure: j-pouch. According to the reporter: during the procedure from the beginning, the cutting was dull. Eventually, it would not grasp tissue. Also, the jaws would not close properly. Another device was used to complete the case.